Manufacturer narrative:
(B)(4). Evaluation summary: the report of regurgitation and leak could not be confirmed through visual observations. X-ray demonstrated wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4 mm on leaflet 2 at the inflow aspect and 2 mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was heavy at the inflow and moderate at the outflow aspect. Additional manufacturer narrative: valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. The root cause of this event cannot be conclusively determined; however, it appears that patient and/or procedural related factors likely caused or contributed to this event. There is no allegation or evidence of any device malfunction. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that a bioprosthetic aortic valve, implanted one (1) year, was explanted due to aortic regurgitation. During inspection, the valve leaflets appeared to be good. There was no evidence of deterioration as noted on intra-operative tee performed right before making the skin incision. At that time, the regurgitant jet was right in the middle of the left coronary cusp close to the left main. As the surgeon looked in that area, he could see one or possible two sutures that had dehisced completely. He could also see the gap, where a right angle was able to pass from inside the valve to the area of the left main. The explanted device was replaced with another edwards bioprosthetic aortic valve. The patient was weaned off cardiopulmonary bypass and all three leaflets appeared to be working nicely. The patient tolerated the procedure well and was taken to the ICU in stable condition. The patient was discharged home on pod #6.

Manufacturer narrative:
An intraoperative echo was provided by the hospital and evaluated by an independent expert in echocardiography who provided the following impression: there is a bioprosthetic aortic valve. Moderate to severe aortic regurgitation. Doppler suggests a peri-prosthetic leak and valvular leak of the prosthetic aortic valve. Under edwards' standardized in vitro testing conditions, the total regurgitant fraction was more than six times lower than the maximum allowance for a valve this size. There is no central hole detected during the testing. These results are consistent with those from the echocardiogram review that the reported aortic regurgitation is perivalvular leakage, which could not be assessed by an in vitro setting.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.